Event description:
It was reported to boston scientific corporation that a profile snare device was used for a polyp during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the metal string in the handle part was bent. Additionally, the snare loop failed to cut. The procedure was completed with another profile snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of loop failure to cut.